Event description:
Ethicon 45mm thick stapled but failed to cut the tissue. Three staples needed to transect the colon. When suture line was tested with air, bubbles were seen. Reinforced with suture. The suture line tested again with air. Ok.